Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens was replaced with a longer length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).